Event description:
It was reported that one day after a lap cholecystectomy, the pt was returned to the hosp with severe abdominal upper quadrant pain. They admitted the pt and after fluoroscopy, it showed a biliary leak. The pt is having an ercp.

Manufacturer narrative:
D4; h4, 6: info not available, device not returned for analysis.